Manufacturer narrative:
Concomitant devices: enpower detachment control box (lot unknown). Enpower connecting cable (lot unknown). Another coil (details unknown). The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
The contact at the hospital reported that during embolization of a posterior communicating artery aneurysm 10mm in diameter the surgeon noted that the deltapaq coil (cdf10072030/lot unknown) could not be detached. The surgeon had to remove and changed the new coil to complete the procedure. There was no report on patient injury. At initial contact the product was not available for return. There was no significant delay to the procedure as a result of the issue. No damages were noted to the device. An enpower detachment control box (dcb) was used with the device. A pre-deployment electrical check was performed. No low battery light was seen during the case. When the power button was pressed, all lights illuminated. The system ready light illuminated but did not illuminate when the device was placed in the patient. The detachment light did not illuminate during the detachment cycle. It is unknown if the audible signal beeped. All connections appeared to fit properly without application of excessive force. The same connecting cable and dcb were used with subsequent coils.

Manufacturer narrative:
The deltapaq was returned for investigation. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms and the enpower systems go green light failed to illuminate. No manufacturing defects were found. The most likely contributing factor to the coil passing the pre-deployment electrical check and its inability to be detached inside the aneurysm was due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Additional unreported damage found: concerning cleanliness only, the microcoil system was returned in almost pristine condition except for blood under the outer sheath and some contrast adhering to the coil. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, the coil could be seen protruding through and outside the original device packaging. When the pouch was opened up, the coil was found to be unsheathed and damaged. It cannot be determined when the unreported coil damage occurred. The core wire and coil were completely outside the introducer sheath. It cannot be determine when this unreported damage and the unreported resheathing difficulty occurred. Located off the proximal end at 125.0 cm is an unreported severe kink to the core wire. It cannot be determined when this unreported damage occurred. The coil¿s socket ring was found to have been deeply pushed down inside the outer sheath (angle ring section). For inspection purposes tension was applied to the coil and the detachment fiber was found intact with no signs of heat and melting. The proximal end of the coil was returned stretched and unreported. Coil damage was also found at the proximal section of the coil which was also unreported. The circumstances of how and when all of the above and below unreported damaged to the coil and the miocrocoil system occurred cannot be determined. Furthermore, it is unknown if this damage influenced the detachment difficulty of the coil inside the aneurysm. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured with the damage edges raised above the surface plane. The locking mechanism has compression and stretching damage. This damage only could have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which pushed the coil¿s socket ring into the resistive heating coil section where the solder joint fracture occurred (however no direct damage to the solder joint connection is implied), and may have produced a portion of the coil damage found, and the core wire kink. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however the circumstances of how the damages occurred could not be conclusively determined. Also procedural factors outlined in the IFU likely contributed to the unreported damages. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.